Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experiences high blood glucose level of 407 mg/dl as well as insulin pump had blank screen as well as not working properly. The customer was hospitalized on wednesday due to diabetic ketoacidosis with blood glucose of 994 mg/dl. Customer was in emergency room to treat the high blood glucose. Troubleshooting was done for high blood glucose and under delivery. Customer was off the device prior to hospitalization for less than 48 hours. The insulin pump will be returned for analysis.

Manufacturer narrative:
The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report. (B)(4) currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.